Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis. The cause of peritonitis was break in aseptic technique, further described as contamination by the staff. The hp was treated with vancomycin ip and gentamicin ip (dose unknown). The hp was not retrained and was reported to be recovering.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.